Manufacturer narrative:
An internal investigation was performed. Merge healthcare determined there is a deficiency in the software which allows toxicology user's to configure screening tests on the summary of findings (sof) report. The software does not exclude screening tests from appearing in the sof configuration. Since flagging in merge lis is not dependent on the screening test, incorrect flagging may occur against the screening result. A review of the current merge lis administration manual v. 4.1.4 indicated there is no documentation in the manual prohibiting users from configuring screening tests on the sof report. To address this deficiency, the merge lis v. 4.1.4, revision 5.0, administration manual, chapter 6 coded dictionary maintenance > summary of findings setup > was updated on page 85 with the following : "note: screening tests should not be selected for the summary of findings report." The update was implemented on 01/05/2017. Additionally, to help mitigate the deficient documentation in the administration manual, release notes for the correct merge lis software version were updated. Merge lis v. 4.1.6, revision 2.0, release notes were updated on 01/10/2017 to include the toxicology screen configuration issue in the current list of known issues for the most current software release. The following synopsis was added on page 21, under ID (B)(4) "if toxicology screening results are included in coded dictionary maintenance > site definition > summary of findings setup, the report may display those results incorrectly. Work-around: do not include screening tests on the summary of findings report." Merge healthcare determined modifications to the lis software are necessary to further mitigate this issue and ensure screening tests are not configured to appear on the sof and will be implemented in a future software release.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016, a toxicology customer reported a toxicology screen result was not flagging correctly on their summary of findings (sof) report. The positive drug screen result correctly reported positive on the sof report but was incorrectly flagging as inconsistent instead of consistent. The summary of findings is an optional report that can be appended to the final patient report and is utilized by some doctors or sites as a tool for summarizing significant cutoff or validity results. No issue was identified with the reporting and flagging of results on the final patient report. Merge healthcare assisted the customer by correcting the toxicology screen configuration on the customer's environment, thus removing the screening test from appearing on the sof report for that site. Incorrect flagging associated with a patient result could lead to a delay in treatment; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. (B)(4).